Event description:
The reported description notes that the monitor is not producing any alarm sound. No pt harm was reported.

Manufacturer narrative:
(B)(4). Philips tested the monitor on-site and the monitor passed all testing. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will eb submitted once the investigation is completed.